Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Additional information was received that elective replacement indicator (eri) was declared. The device reportedly had autocapture on. The health care provider (hcp) was to program autocapture off and program an output from 5 v to 2 v. The device was later explanted due to normal battery depletion. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that conflicting battery longevity estimates were observed with this device. One and a half years remaining was observed, then approximately six months later, two years remaining was observed, then one month later, less than six months remaining was observed, then six months later, one year remaining was observed. Overall pacing percentages was reportedly stable, with outputs unchanged. Technical services discussed observations and provided recommendations. To date, no adverse patient effects were reported with this clinical observation.